Manufacturer narrative:
Pt weight is not available. Site rebooted the navigation system and localizer connection was re-established. Software investigation was completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A site rep reported that during an ent case, there was an error message displayed: "localizer not connected" during navigation. The error message went away and both the axiem and emitter connections were green. The surgeon discontinued the use of the fusion navigation system to complete the surgery. There was no impact on the pt outcome.